Event description:
Synthes (B)(4) power product manager reported the plastic coating on the graphics case began peeling.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports, one unit graphic case was received. The received condition is noted as used with signs of wear from the field. Various nylon coated brackets located on the base plate assembly display areas of delamination which is indicative of subjection to a harsh sterilization environment. A large piece of delaminated nylon coating was found lying on the tray itself. Further investigation has determined that this piece / chip had delaminated and separated from the case lid. Further review has determined that several nylon coated brackets located on the insert tray show signs of delamination but are intact. The nylon surface of the case lid located on the underside of the lid has delaminated along 2 large areas along the 90 degree fold and extends out from the inner corner approximately 35mm towards the center of the lid. The delamination site is intact but bubbled in one of the two areas noted but has not been broken or been compromised. The nylon coating located at the second location is missing and it has been determined that this is where the large nylon chip found on the base plate assembly originated. The nylon spray operation is currently performed by outside vendors. The nylon surface has delaminated along the inner edge areas as complained with no obvious signs of cause. This complaint is deemed valid from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event. An internal action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: (B)(4). Placeholder.